Manufacturer narrative:
(B)(4). The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During test in a reference ventilator it failed the pre-use check in the subtests ¿internal leakage test¿ with the message ¿system volume too large¿, "pressure transducer test" and "flow transducer test". The test log from the pre-use check shows that the air gas module deliver less air gas to the patient with the consequence that the oxygen concentration will be higher than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. No device logs have been received.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).